Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is not recording the bolus dose. Customer stated that she keeps getting missed bolus alerts and sometimes right after delivering a bolus. The alarm history was checked and no missed bolus alerts were found. Customer stated that the bolus given the day before was not showing in the bolus history but the one delivered the day of the call was recorded. Customer was advised that a bolus test could be performed. Customer stated that she may have not hit the act button hard enough and the dose might have not gotten delivered. Customer was instructed to monitor the device. Nothing further reported.